Event description:
It was reported to philips that the device was not booting. The device was outside the clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be turned on and the host pc does not start up. Since the system is out of warranty, the customer refused the replacement and repaired the host pc themselves, so the philips field service engineer did not work on the system and no additional information was collected from the customer.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.